Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye in a secondary surgical procedure. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity : unknown/ asked but information has not been provided. Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received which indicated that the serial number of the involved device was 8133442116; therefore, the following fields were updated accordingly: section d4: serial number: (B)(6). Section d4: expiration date: apr 23, 2024. Section d4: UDI number: (B)(4). Section h4: device manufacture date: apr 23, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: the suspect iol was received wrapped in foam inside of a specimen cup and a product declaration shipping form. The suspect iol was received cut in half, with only one half received. The half was cleaned and visual inspection under magnification revealed no issues that could contribute to or cause the complaint issue. Based on the return condition of the lens, no further product evaluation could be performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.